Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors, and is not usually an indication of a device malfunction. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that a patient with a 21mm aortic valve underwent a valve-in-valve procedure after an implant duration of 9 years, 9 months due to stenosis and regurgitation. The patient presented with acute onset of heart failure. The tavr was performed with a 23mm transcatheter valve. The patient was in recovery post procedure.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: b5, b7, h2.

Event description:
It was reported that a patient with a 21mm 3000tfx valve underwent a valve-in-valve procedure after an implant duration of 9 years, 9 months due to aortic stenosis and aortic insufficiency. The patient presented with acute onset of heart failure and shortness of breath. The tavr was performed with a 23mm 9750tfx transcatheter valve. The patient was in recovery post procedure.

Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Through further investigation, it was determined that the root cause of this event was most likely due to patient related factors.